Event description:
The customer reported the system failed to produce fluoroscopy x-ray. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The right-hand side operation panel was evaluated and replaced. The system was tested and found to be working as intended and returned to service.